Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral upper abdomen and bilateral lower abdomen on (B)(6) 2015 using coolmax who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as firm and visibly enlarged, when palpated, the affected tissue is mobile, more firm than adjacent fat, smooth, and has a well demarcated boarder. On (B)(6) 2016, the patient was assessed by a physician, who confirmed that the symptoms of the patient was consistent with paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral upper abdomen and bilateral lower abdomen on (B)(6) 2015 using coolmax who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as firm and visibly enlarged, when palpated, the affected tissue is mobile, more firm than adjacent fat, smooth, and has a well demarcated boarder. On (B)(6) 2016, the patient was assessed by a physician, who confirmed that the symptoms of the patient was consistent with paradoxical hyperplasia (ph).